Manufacturer narrative:
(B)(4). Batch # 444a14. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one jj55b reload was received sterile with no apparent damage. During the visual inspection of reload inside of the unopened package was noted that the reload belongs to a tcr55. However, the printed batch on reload was reviewed and it belongs to product code jj55b. The mix observed is potentially related to a manufacturing process. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that after opening the packing, the surgeon noted that it is very difficult to install the cartridge. Carefully checked the reload, the operator found the reload appearance was different with the normal ones, which did not have safety lock. There was no safety-lock on both sides of the reload. No photos available. Changed to another device to complete the procedure. There was no patient consequence reported. No additional information could be provided. Procedure: unknown.